Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements. It was reported the patient had recently undergone a routine device change out procedure. Review of measurements revealed out of range measurements with the proximal coil included in the shocking vector. Boston scientific technical services (ts) discussed possible factors that may be contributing to the high out of range shock impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). At this time, the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.